Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a bolus stopped alarm. The customer's blood glucose was 165 mg/dl at the time of incident. The customer was able to clear the alarm. The customer stated that they had this issue since a long time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Bolus stopped alarm not found during testing. Insulin pump passed the self test, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.